Event description:
This is the first MDR submitted for the first suspected product. Two days after initial treatment with two formulations of bovine collagen the pt developed erythema, swelling and tenderness at all injection sites. Physician diagnosed hypersensitivity and treated with medrol dosepack.